Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (value not provided). The customer treated via insulin injection, and changed out the set/ cartridge. The customer did not suffer any permanent injuries as a result of this event.